Event description:
In 2005 a one time source plasma donor contacted the plasma pheresis center and reported they had developed a fiver after returning home on the evening of their 2005 plasma donation. They stated they went to a hosp e.r. The following day and was admitted with a diagnosis of septicemia. They were released from the hosp in 2005.